Event description:
It is further reported that the patient experiences noise sensitivity prior to the revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section a1, a2, b4, b5, g3, g4, g6, h2, h6, and h10.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided for the screws. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial left tmj procedure. Subsequently, the patient was revised due to pain and noise sensitivity at which time the left tmj fossa comp was explanted. There was reported sensitivity to loud noises in the left ear that gradually worsened and pain. Patient stated a portion of the implant was leaning against the ear canal causing the issues that were reported. A definitive root cause cannot be determined. The patient stated a portion of the implant was leaning against the ear canal, however, this could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available aat the time of this report.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report three of three for the same event. Reports one and two are reported on MFR #0001032347-2016-00671 and 0001032347-2016-00672.

Event description:
A temporomandibular joint (tmj) revision surgery was reported to have taken place to replace the left fossa. It is reported the reason for the revision was because the condyle was out of the fossa and the patient was having pain.